Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a cubie failure. A field service engineer repaired the cubie drawer and verified that the device was functioning properly without any issues. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer failure. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.